Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple errors. The customer blood glucose level was 6.2 mmol/l. The customer was assisted with troubleshooting. Customer stated that the insulin pump had broken force sensor was detected during seating or regular delivery. Customer reports they were unable to clear the alarm. Customer stated that the insulin pump had frozen display, only the up and down arrow. Customer states that numbers were not ramping on their own. Customer states the scroll bar was moving with no input. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to the electronic assemblies. No moisture damage was found on the keypad assembly. Unable to verify a broken force sensor was detected during seating or regular delivery error alarm, frozen screen anomaly, or unresponsive keypad due to critical pump error.